Event description:
8 grafts completed detached from gauze backing. Graft was floating in medium [product quality issue].

Manufacturer narrative:
Note regarding h1 (mandates) field: the esubmitter system requires a selection in field h1. Although this submission is part of a routine periodic safety report and no FDA-mandated reporting requirement is specifically applicable, the field was populated with "serious injury" solely to satisfy system validation requirements. Case reference: (B)(4) (initial) is a spontaneous report received from a company employee on 19-aug-2025, concerning a 44-year-old male patient who received epicel grafts. However, 8 epicel grafts were noted completely detached from gauze backing. The grafts were floating in medium (pt: product quality issue). On 18-aug-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03526-21, expiration date: 19-aug-2025), UDI number (B)(4) for burn greater than 30% total body surface area (tbsa). On the same date, 8 epicel grafts were noted to be completely detached form gauze backing (pt: product quality issue). The grafts were floating in medium and were disposed of in the biohazard. The product was utilized on the patient, and the event did not result in a prolongation or change of the procedure. The patient's medical history was not provided. The patient's concomitant medication details were not reported. No further information was provided. Company comment: vericel assessed the event of product quality issue as non-serious, possibly related and expected. The case does not qualify as an MDR, nor as a 15-day report.